Event description:
Boston scientific received information that alerts were generated from the home monitoring system that this right ventricular (rv) lead exhibited high pacing impedance, high shock impedance, and high shock impedance was detected while attempting to deliver a shock.

Manufacturer narrative:
A request for additional information has been made. This investigation will be updated should further information be provided.